Event description:
Reportedly, 3f valve was explanted at implant due to trace aortic insufficiency. Surgeon decided to replace the valve with a medtronic freestyle valve. No pt problems were reported as a result of this event. Pt is reportedly doing fine. Sales rep was present for the case and reported that there did not appear to be anything wrong with the valve. He felt the doctor was over reacting to the trace ai. It was the doctor's first 3f implant.

Manufacturer narrative:
Valve is being returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specs and passed all inspections prior to release.